Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI powerport isp implantable port attached to a groshong catheter was received for evaluation and two photos were provided for review. Visual, microscopic, tactile and functional evaluations were performed. A partial circumferential break was noted from the distal end of the cath-lock. The edges of the partial circumferential break were noted to be uneven and the surface was noted to be round and smooth in both regions. Upon infusion, a leak was observed from the partial circumferential break on the attached catheter while water exited the distal end. The photos shows a fracture in the groshong catheter attached to the powerport. Therefore the investigation is confirmed for the reported fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eight months and four days post the port placement, the catheter allegedly had a leakage. It was further reported that the catheter was allegedly found to be broken. Furthermore, the patient experienced mild ulceration, however, there is no information about the medical intervention performed to treat ulceration. Reportedly, the port and the catheter were removed completely. There was no reported patient injury.

Event description:
It was reported that eight months and four days post the port placement, the catheter allegedly had a leakage. It was further reported that the catheter was allegedly found to be broken. Reportedly, the port and the catheter were removed completely. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.